Event description:
Transmission notes high capture threshold. Review right ventricular lead capture threshold measurements and historical trending. Review range- -1.25 v- 1.75 v. Capture threshold on (B)(6) 2025. 1.25 v within expected range. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).